Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event edema (pt: injection site edema), was deemed to meet the serious criteria of hospitalization. The device history record for radiesse injectable implant, lot number a00040350, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted.

Event description:
This MDR is related to mdrs 3013840437-2022-00074, 3013840437-2022-00076, and 3013840437-2022-00077, referring to the same patient. This spontaneous report was received from a brazilian physician and concerns a 47-year-old female patient (weight 55 kg). She was injected dermally, with a total of 3 ml of radiesse, into the lower third of the face, zygomatic and malar region (also described as middle third of the face), on (B)(6) 2022 (initially reported as (B)(6) 2022). Batch number was reported as a00040350. The batch record review was received and the lot number for radiesse was confirmed as a00040350 (expiry date 11/2023). A lot search in the global safety database was conducted. She was injected with 1.1 ml per side of the lower third of the face and with 0.4 ml per side of the zygomatic and malar region, using a 22g cannula. The 1 syringe of radiesse was diluted 1:1. The patient was previously treated with botulinum toxin, microfocused ultrasound, radiesse and filler. She was injected with radiesse in (B)(6) 2020, and hyaluronic acid, in the nasolabial folds and lips, with another professional. The physician denied the use of definitive fillers. The patients medical history included ankylosing spondylitis, ulcerative colitis, diabetes mellitus (decompensated diabetes) and active acne. Concomitant medications included infliximab. She had no disposition to lymph drainage problems, allergies, intake of interferon or omalizumab, or surgical interventions in the past. In (B)(6) 2022 (initially reported as (B)(6) 2022), 2 or 4 days after the treatment with radiesse, the patient experienced diffuse edema and palpable nodules in the zygomatic, malar and lower third of the face region. These nodules evolved with increase of volume, erythema and intense pain (considered as severe). From (B)(6) 2022, corrective treatment included cephalexin (every 12 hours). On (B)(6) 2022, the patient started prednisone 20 mg, increasing to 40mg (as reported). Because the patient had decompensated diabetes, the prednisone dose was adjusted to 20mg/day. There was no improvement and moxifloxacin, clarithromycin and prednisone 20 mg were prescribed. The patient was not hospitalized. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were not life-threatening, not permanent and related to radiesse. Follow-up information was received on 17-may-2022: this case was upgraded to serious. The events hardened and abscesses/ collection/ lesions were added. The events intense pain and erythema were deleted, they were considered to be symptom of abscesses/ collection/ lesions. The patient was injected with radiesse, into the in the lower third of the face, zygomaticus and lateral malar, for collagen biostimulation, on (B)(6) 2022. On the same day, the patient had acne lesions in the central facial region. There was no insertion of the cannula in these locations. The patient was previously treated with botulinum toxin, regularly, and ultraformer, to her face, in early (B)(6) 2022, without any complications. She was injected with radiesse, in (B)(6) 2020, without any complications. She was also treated with hyaluronic acid, in the nasolabial folds and lips, with another professional. Concomitant medications included nph insulin and infliximab (for about 8 years). In the initial anamnesis, the patient only reported diabetes mellitus and insulin use to the physician. In (B)(6) 2022, 3 - 4 days after the radiesse injection, the patient developed erythema and edema on the face and several palpable nodules (many also visible). Corrective treatment included cephalexin 2 times a day and predsim (reported as predsin, attempted 40 mg/day but due to very decompensated glucose, the patient used only 20 mg). Initially there was partial improvement of symptoms and lesions. On (B)(6) 2022, the sixth day of corrective treatment with cephalexin, the patient began to present more hardened nodules, erythema, edema (including eyelid) and a lot of pain on palpation. Further corrective treatment included avalox 400 mg per day and clarithromycin 500 mg two times a day. Predsim 20 mg per day was maintained. There was an improvement of edema, but the patient experienced alternated moments of intense pain with palpation of the nodules and other moments of milder discomfort. The nodules were more visible on the mandibles and zygomas. On (B)(6) 2022, ultrasonography was performed, and result showed collection in the mandibles (aspirated pus around 2.0-2.5 ml/side). It was further descried as abscesses. Ultrasonography did not show collection in zygomas. The material was sent for culture, with negative results for bacteria and fungi. There was partial improvement of lesions and symptoms. The patient had a lot of pain in the zygomas and in the jaws. On (B)(6) 2022, a new ultrasound was performed, and results showed collection in the jaws, zygomas and lateral malar. Almost 10 ml was aspirated in total. The patient showed improvement in pain and swelling, but in less than 2 days, the lesions were floating again. On (B)(6) 2022, the patients leukocyte test showed alterations (27,000 leukocytes) and she presented very painful lesions. On the same day, the patient was hospitalized. The lesions were drained and washed with saline solution. As reported, corrective treatment with vancomycin and cefepime was started. On (B)(6) 2022, the patient again experienced floating lesions, and drainage and washing of the lesions were again performed. On (B)(6) 2022, the patient started treatment with 5% dextrose (reported as d5) vancomycin and cefepime. As reported, the patient was showing an increase in the pcr test and the leukocyte result was around 14,000. At the time of this report, the patient continued to form collections at all radiesse injection sites. The outcome of the event abscesses/ collection/ lesions was reported as not resolved. The outcome of the event hardened was unknown. The outcome of the events edema and nodules remained unchanged. In the opinion of the reporter, the events were of severe intensity and unknown if permanent.

Event description:
This MDR is related to MDR 3013840437-2022-00074, 3013840437-2022-00076, and 3013840437-2022-00077, referring to the same patient. Follow up information was received on 04-jul-2022: the event term abscesses/ collection/ lesions was amended to abscesses/ collection/ lesions/ inflammatory process and the coding remained unchanged. On (B)(6) 2022, a slight amount of serosanguineous material came out of most orifices (only left mandibular which drained a greater amount of brownish material, but much better in comparison). On (B)(6) 2022, there was drainage only of the mandibular lesions with a small output of secretion. Leukocytes were around 13000 (no rods), and polymerase chain reaction (pcr) was 30. On (B)(6) 2022, at night, the patient noticed swelling in the right eyelid and pain in the malar regions. On (B)(6) 2022, the patient had new drainage of the malar and zygomatic regions with the output of a greater amount of brownish material in relation to the last few days. A new ultrasound was performed after drainage and it showed an important inflammatory process in the right palpebral region and discrete collections on the face. The medical clinic chose to start hydrocortisone 100 mg, 3 times a day, which was done for 3 days. On (B)(6) 2022, the patient was discharged from the hospital with prednisone 40mg per day. She completed 14 days of vancomycin and cefepime. She continued with daily drainages and saline washes every other day at the clinic. The patient was evolving with improvement of phlogistic signs, but secretion continued to accumulate and she continued with discomfort in the lesions. On (B)(6) 2022, clarithromycin 500 mg 2 times a day and clindamycin 600 mg 4 times a day were started by the infectious disease specialist. Weaning off prednisone was started. She had important initial improvement of the frame and started to space out the drains and washes. However, after 20 days of the new antibiotic regimen, she developed significant erythema in the left malar and zygomatic region, and mild malar erythema in the right. On (B)(6) 2022, at 30 days, several spontaneous drainage holes appeared in the left malar (zygomatic) region and she had significant pain on the left. She also had erythema in other lesions. The patient situation was again discussed with an infectious disease specialist, who thought about the possibility of nocardia, due to the atrophy of some lesions. The infectious disease specialist asked to start minocycline 200 mg 2 times day. On (B)(6) 2022, minocycline was started but suspended on (B)(6) 2022, early in the morning, for a possible biopsy between (B)(6) 2022. The patient was evolving with friable tissue in the left malar and zygomatic region and new drainage holes in the other lesions (as reported). In 2022, the patients blood glucose was still fluctuating a lot. Some days it was better, others not so much. The outcome of the event atrophy of some lesions was unknown. The outcome of the events abscesses/ collection/ lesions/ inflammatory process, hardened, edema and nodules remained unchanged.